Event description:
The customer reported that they received false positive results for an unspecified number of samples tested for igg antibodies to toxoplasma gondii (toxo igg). The biologist in the laboratory asked for a repeat testing of toxo igg for all of the samples tested that same day. All results from repeat testing performed on the same analyzer and a different e602 analyzer were negative. Specific toxo igg result values were not provided. All erroneous results were reported outside of the laboratory. After investigations performed by the customer, it was determined that the issue was caused by the incubator cover. Weekly maintenance was performed on the day of the issue and this included cleaning of the incubator cover. The cover was not replaced correctly, causing the issue. Scratches were seen on the cover. It was noted that this issue has happened previously at the site and the customer was warned at that time to be careful with the cover. The customer was asked to repeat all tests for samples tested on the day of the issue. Upon repeat of the samples, it was determined that there were questionable results for two samples tested for intact human chorionic gonadotropin + the ss-subunit (hcgb) and (B)(6). Of these two samples, one was found to have an erroneous result for hcgb. The sample initially resulted as 30 miu/ml for hcgb and when repeated, the sample resulted as < 5 miu/ml. The erroneous result was reported outside of the laboratory. It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. The toxo igg reagent lot number was 183495. The toxo igg reagent expiration date was asked for, but not provided. The hcgb reagent lot number and expiration date were asked for, but not provided. Investigations have determined that if the cover is not placed correctly on top of the incubator, it will most likely cause a crash of the gripper mechanism or one of the pipetting mechanisms. It is possible that crashing of these mechanisms or sample splashing due to the crashing could result in the issue.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).